Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: the 1688 camera head stopped working generating an error e-04 on the ccu. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a short in the pc board of the cable caused by a leak was the root cause of the issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.